Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1195588, medical device expiration date: 31-jul-2026, device manufacture date: 14-jul-2021. Medical device lot #: 1195589 , medical device expiration date: 31-jul-2026, device manufacture date: 14-jul-2021. Medical device lot #: 1202216, medical device expiration date: 31-jul-2026, device manufacture date: 21-jul-2021. Medical device lot #: 1202217, medical device expiration date: 31-jul-2026, device manufacture date: 21-jul-2021.

Event description:
It was reported that the bd micro-fine¿ pro pen needle tore skin at the injection site. The following information was provided by the initial reporter, translated from japanese to english: this is a report about skin injury after the use of pro. After injection, a patient had an about 3-mm skin tear at the injection site on the abdomen.

Event description:
It was reported that the bd micro-fine¿ pro pen needle tore skin at the injection site. The following information was provided by the initial reporter, translated from japanese to english: this is a report about skin injury after the use of pro. After injection, a patient had an about 3-mm skin tear at the injection site on the abdomen.

Manufacturer narrative:
H6: investigation summary one photo was returned. Visual examination was carried out on the returned photo and bruising/bleeding was observed on the patients skin. As no sample was returned no further investigation can be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact that no physical sample was returned no root cause can be identified.